Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient (UK) underwent a revision of the drg system lead due to the patient losing effective stimulation therapy. Reportedly, effective stimulation therapy was restored postoperative.